Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient had vomiting and dehydration and eventually got hospitalized on (B)(6) 2025 due to bent cannula which led to high blood glucose and diabetic ketoacidosis. The blood glucose level was 269 mg/dl at the time of event and the patient got treated with insulin drip. The patient stayed in the hospital for less than twenty-four hours. Symptoms reported was confusion, felt sick/unwell, tired/weak and altered vision/vision changes. Potassium and ph was way off at the time of event. No further information available.